Event description:
It was reported to philips that system could not power on. The device was not in clinical use at the time of the event. No harm to the patient or user was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to power up. Upon functional testing, the fse found malfunctioning of the mpdu control unit relay in m cabinet. To resolve the reported issue, the fse replaced the mpd control unit. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.